Event description:
Meter name: one touch basic enhanced. Strip name: one touch teststrips. Meter code: 7. Strip code: 7. Strip storage: unk. Symptoms: no symptoms reported. A pt reported they were taken to the hospital. Their meter allegedly was inaccurately high. The result on their meter was 510mg/dl. The result at the hospital was 314mg/dl. The time difference between pt's meter and hospital meter was greater than 30 mins. Treatment was hospitalized and is receiving insulin for the first time. No further info has been reported.